Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The stent remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the 4.0 x 16 mm graftmaster covered stent system was used to treat a perforation that occurred in the left main coronary artery during use of another device. The 4.0 x 16 was deployed first, and after deployment, the perforation was discovered to be larger than initially anticipated thus a 3.5 x 16 graftmaster stent was then implanted. It was indicated that both graftmaster devices were inflated to a maximum pressure of 20 atmospheres. Reportedly, in follow-up it was discovered that the patient expired and the physician was unable to get left main perforation sealed with the graftmaster. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. It should be noted in the graftmaster rapid exchange (rx), coronary stent graft system, domestic, instructions for use states not to exceed the rbp. In addition, the reported patient effect of death is listed in the graftmaster rapid exchange (rx) coronary stent graft system, domestic instructions for use as a known patient effect of coronary stenting procedures. The investigation was unable to determine a conclusive cause for the reported failure to seal the perforation. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.